Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was having pain and tenderness surrounding the ipg site and at the midline upper lumbar region. It was also reported that high impedances were noted on both leads. X-ray was taken which revealed that the upper lead ends were intact and the lower lead ends and its connector migrated. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that both of the patient¿s leads appeared to be fractured near the clik anchor. The patient underwent a revision procedure wherein leads and splitters were replaced. The patient was doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain and tenderness surrounding the ipg site and at the midline upper lumbar region. It was also reported that high impedances were noted on both leads. X-ray was taken which revealed that the upper lead ends were intact and the lower lead ends and its connector migrated. The patient will undergo a revision procedure wherein the lead will be replaced.